Event description:
The pt reportedly was diagnosed with otitis media and was successfully treated with antibiotics (exact prescription not given). Recently (exact date not specified) they were diagnosed with an infection and polyps in the ear canal. Surgery was performed to remove the polyps (exact date not specified). At that time, it was observed that the end of the positioner had penetrated the eardrum. A CT scan (date performed not specified) confirmed that the electrode was still in place. The surgeon believes that the electrode and the positioner are still connected. A recommendation from a co rep was made to cut the positioner close to cochleostomy, if possible via typanotomy. The surgeon only had to cut the positioner to the cochleostomy. The device was working well and was left implanted. The surgeon stated that the condition of the middle ear is quite bad and he doesn't know if this was the last surgery this pt will need.